Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 629 mg/dl. Customer stated that the infusion site was bad. The boluses would not bring down the blood glucose level. Diagnosed diabetes ketoacidosis. Hospital treated with insulin. The current blood glucose reading is 224 mg/dl. Nothing further reported.